Event description:
It was reported that in (B)(6) 2013, the left ventricular lead was disabled due to loss of capture. No patient symptoms were reported. The lead was explanted and replaced during a scheduled pulse generator replacement procedure. The patient was stable during and following the procedure.

Manufacturer narrative:
.